Event description:
A physician reported that a patient experienced endophthalmitis after a cataract surgery using an ophthalmic visco surgical device. The current condition of patient is not known.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in sections b.2.,h.10.,h.11. Additional information is provided in section b.5. Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports will be reported under mfg report num. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that there was no surgery performed by the physician in the reported facility and the case is not valid.